Event description:
Heartmate 3 left ventricular assist device (lvad) presents with a large parieto-occipital intraparenchymal hemorrhage in the setting of subtherapeutic coumadin (international normalized ratio (inr) 1.5), therapeutic heparin (partial thromboplastin time (ptt) 65), no aspirin therapy (due to significant gastrointestinal bleeds (gibs) postoperatively), and stable blood pressure. Expiration expected, however pt has not expired at the time of this report.